Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7083303. UDI: (B)(4).

Event description:
It was reported that the patient felt a change in the stimulation as it was not as effective as it used to be. The patient had to turn stimulation up a lot, and it was not in the same areas. Upon investigation, two contacts with high impedances were noted. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility.